Event description:
The complainant reported that a vaxcel pasv PICC had been therapeutically implanted in a patient (age and gender unknown). In 2007, approximately one month subsequent to the implant (exact date of the implant unknown), the patient returned to the hospital as the extension tubing of the device had fractured. The fracture was reported to be located proximal to the suture wing. The complainant reported that the patient experienced and air embolism as a result of the extension tube fracture. The complainant reported that the reported embolism "was not serious", and that there was no treatment required for the embolism. The complainant further stated that the patient recovered. The complainant reported that there was no further adverse affect to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as it was discarded subsequent to the event; consequently, a physical evaluation will not be performed. We are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. In lieu of a reported lot number, a ship history report (shr) was generated for the catalog number of the device reported to have been used in this event. This was performed in order to ascertain the last lots shipped to the reporting customer in the six months prior to the procedure date. Only one lot of this catalog number was identified as being shipped to this customer in the six months prior to the procedure date. The lot number obtained through the shr was 1195322. The device history records for the lot obtained through the ship history report (1195322) were reviewed. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Because the reporting facility did not indicate the lot/batch of the affected product, a search for similar complaints of the same lot/batch number could not be performed. A review of the july 2007 complaint report was performed for the vaxcel pasv PICC product family and the reported defects of "extension tube failure" and "catheter broke". The review for trending noted the following: 1) failure mode reviewed - "extension tube failure" (single lumen). 2) - failure mode reviewed - "extension tube failure" (dual lumen). 3) failure mode reviewed - "catheter broke" (single lumen). 4) failure mode reviewed - "catheter broke" (dual lumen). None of the above failure modes reviewed constitutes an adverse trend. The directions for use (dfu) for this device indicates the following regarding care of the catheter: caution: minimize catheter manipulation during application and removal." Also, "do not use clamps or instruments with teeth or sharp edges on the catheter, as catheter damage may occur." There were no indications from the event description that the product was used out of accordance with the device labeling and dfu.